Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user, implanted in (B)(6) 2018, suffered from post-operative meningitis in (B)(6) 2023. Reportedly, there was a csf leakage causing meningitis, the user recovered from the meningitis episode and the device remained implanted at that time.

Manufacturer narrative:
According to the information received from the field the recipient suffered from post-operative meningitis. Reportedly the recipient has a medical history of incomplete partition type 2, which has also lead to a csf leakage, which are known risk factors for meningitis. Recipients with cochlear malformations have an increased risk of meningitis even without a cochlear implant. Further the recipient was not vaccinated against meningitis, which is recommended before cochlear implantation. The recipient recovered from this episode of meningitis, but developed a 3rd episode of meningitis a few months later.

Event description:
The user, implanted in (B)(6) 2018, suffered from post-operative meningitis in (B)(6) 2023. Reportedly, there was a csf leakage causing meningitis, the user recovered from the meningitis episode and the device remained implanted at that time.